Event description:
Edwards received notification from our affiliate in the (B)(6). As reported, it was a case of an implant of a 23mm sapien 3 ultra transcatheter heart valve in pulmonary position of a pre-stented rvot. It was a complex case due to short mpa but with a successful result at the procedure date, although the valve was slightly under expanded. Approximately, one year post procedure, the patient presented pulmonary embolus and heart failure symptoms. The sapien 3 ultra valve was seen to be stenotic and regurgitant, possibly due to leaflet thrombus. As per the patient's acute symptoms, a valve-in-valve was performed with a second 26mm sapien 3 ultra valve, expanded with 24mm atlas gold balloon. The patient outcome post-procedure was good and was returned to ward. As per medical opinion, the root cause of the event might be the undersized initial bioprosthesis implanted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve stenosis and regurgitation were unable to be confirmed due to unavailability of medical record. Due to unavailability of valve serial number, DHR, was unable to performed. Therefore, manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. It should be noted that this case is off label, because a sapien 3 ultra valve was implanted in pulmonic position, which is not indicated for use at the time of implantation. As reported, ''it was a case of an implant of a 23mm sapien 3 ultra transcatheter heart valve in pulmonary position of a pre-stented rvot. It was a complex case due to short mpa but with a successful result at the procedure date, although the valve was slightly under expanded. Approximately, one year post procedure, the patient presented pulmonary embolus and heart failure symptoms. The sapien 3 ultra valve was seen to be stenotic and regurgitant, possibly due to leaflet thrombus''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per additional information, the perceived root cause the event might be the undersized initial bioprosthesis implanted. An under-expanded thv could result in the reduction of effective orifice area, which could lead to stenosis. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Per the instructions for use (IFU), valve regurgitation is potential adverse events associated with the use of the valve. Due to the valve under expanded with stenosis, it could lead to either central leak or paravalvular regurgitation. The under-expanded could create a gap between the deployed valve and target site (pre-existing device in this case), which could result in paravalvular leak over the time due to inadequate pvl skirt sealed against the target site. In additional, the under-expanded valve could lead to suboptimal coaptation of leaflets resulting in central regurgitation. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.